Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument associated with this complaint and a failure analysis (fa) investigation was completed. Fa replicated/confirmed the customer reported complaint, with a failed functional cut test without blade damage as the primary failure. The instrument was placed on an in-house system, and the cut test was performed. The scissors did not cut cleanly through 0.006" latex. The latex got snagged at the scissor tips. The blade edges were not damaged. Commonly, this is attributed to a wearing out/dulling of the instrument blades. While no damage to the blades was observed, the instrument failed a cut test during functional testing, confirming a failed cut. Additional observations not related to the customer reported complaint: the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.086¿ - 0.201¿ in length and were not aligned with the tube axis. Commonly, scratch marks and abrasions are attributed to mishandling/misuse. Scratches and/or abrasions to the main tube of instruments are deemed cosmetic damage. The probable root cause of these scratches or abrasions is attributed to damage during use, which can result from instrument collisions, abrasive instrument cleaning, instrument cleaning inside the body, or normal wear over time due to friction against the cannula. The instrument tube extension also exhibited signs of scratch marks/abrasions. The tube extension scratch marks measured roughly 0.062¿ x 0.138¿. Commonly, scratch marks and abrasions on the tube extension are attributed to mishandling/misuse, such as excessive contact with abrasive or hard surfaces during transport or reprocessing or during tip cover installation/removal. Scratches and/or abrasions to the instrument tube extension are deemed cosmetic damage. The probable root cause is attributed to damage during use, which may result from inadvertent collisions with other instruments or an accidental drop of the instrument. Excessive contact with abrasive or hard surfaces during transport, reprocessing, or tip cover installation/removal can also cause scratch marks.

Event description:
It was reported that during a da vinci-assisted radical salvage prostatectomy procedure, the monopolar curved scissors (mcs) instrument did not properly cut, as the blades seemed to become slightly dull after a few uses. At the time of the event, the initial reporter explained that the instrument had half of 10 total uses remaining. The mcs instrument reportedly tore the tissue of the peritoneum and made the process of dissection difficult. The issue occurred while dissecting the peritoneum. There was no accumulation of biological debris on the instrument prior to the issue, as the issue occurred from the start of use (after about 5 minutes). No tissue was caught/trapped/snagged within the jaws or the wrist of the instrument, and no tissue was adhered to the instrument. No intervention was required to fix the torn tissue. There was no unexpected tissue removed as a result of the event, and there was about 50cc of total blood loss, controlled via unspecified bipolar energy. No blood transfusions were required. The issue was resolved via the use of a back-up mcs instrument. Per the surgeon, the impact on the overall procedure was a loss of time. The impact on the patient's health was described by the initial reporter as unspecified "endangerment;" however, per the surgeon, the patient was not in danger as a result of this issue, no long-term complications are expected for the patient, and there was no patient injury. The patient did not experience any post-operative complications and was discharged without issue. No fragment fell into the patient. No photographic images or video recordings are available for review.

Manufacturer narrative:
Based on the customer's claim against the product, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has not received the product for evaluation. If additional information is obtained, a follow-up MDR will be submitted. Per a review of the site's system logs for the reported procedure date, no related system errors occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.